Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
(B)(6) study. It was reported a cerebral hemorrhage occurred. In (B)(6) 2015, the patient underwent a left atrial appendage (laa) closure procedure where a 24mm watchman laa closure device was implanted. One partial recapture was required as the closure device did not have a complete seal. The closure device was then placed distal to and spanned the entire laa ostium with a complete seal noted, so it was released. During the procedure, the patient experienced cerebral bleeding due to the use of heparin. A computed tomography (CT) scan, electrocardiogram and lab tests were performed. The patient's medication or regimen was adjusted and the bleeding was resolved. They were discharged from the hospital a week later.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient had a neurological visit and the event was resolved nine days after the procedure date instead of seven days.